Event description:
Upon troubleshooting, it was discovered the meter was set in mmol/l. The customer did not allege any adverse events due to the mmol/l readings. The customer was unable to reset the meter to mg/dl. The meter will be returned for eval, and a replacement meter will be sent.